Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead caused muscle stimulation. Additional information indicated the source of the stimulation was due to high outputs and the lead position. The lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.